Event description:
Customer reported via phone, she was having issues with sensor error. Customer stated she didn't recall her blood glucose but it was possibly 45 to 55 mg/dl and treated with juice. Troubleshooting was only performed for the sensor. Customer is not returning the sensor for analysis.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.